Event description:
It was reported that there were impedances less than 250 ohms. The reporter stated that a patient's healthcare provider read an impedance on a patient's device that was listed as greater than 15 ohms. No further information was reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).